Event description:
During product servicing by a technician, a flo-gard infusion pump was found to have a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the low battery alarm was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.